Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had a hospitalization event for their high blood glucose. Customer stated they were hospitalized in (B)(6) 2015 with a blood glucose over 400 mg/dl. Customer stated they were hospitalized because their blood glucose reached 600 mg/dl and treatment with manual injections did not resolve their blood glucose. The customer stated their blood glucose declined to 200 mg/dl after the hospital treated them with manual injections. It was also found the customer had a bent cannula upon removal of their infusion set. Customer's infusion set and reservoir will be replaced. No additional information provided.